Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Gastroesophageal balloon dilations (three) were attempted, but did not alleviate symptoms. Uneventful device explant on (B)(6) 2014. Patient in satisfactory condition after explant.